Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The lesion was severely calcified. The two balloons used to predilate ruptured during pre-dilation. The physician placed the 2.75x12 mm taxus express2 drug eluting stent. During deployment, the stent balloon ruptured at 8atms. A quantum maverick balloon was used, without incident, to post dilate the stent. No pt complications were reported. Pt status reported as "fine". Further information regarding the event is unavailable, per the reporting source.